Manufacturer narrative:
Investigation found that pump had no error code 13 in pump's history, btu failed diode d7 test. New pcb board was replaced to solve the issue. (B)(4).

Event description:
Customer stated that pump alarmed error code 13. Rate and dosage provided were 250ml/hr and 1000ml. There was no pt impact reported.